Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following a vibratory alert. The device was interrogated and found in back-up vvi mode. Technical support was contacted and firmware download was successful. The device was returned to normal function. The patient was in stable condition.